Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. Customer was not able to rewind. The customer¿s blood glucose level was 272 mg/dl at time of incident. The insulin pump will be returned be for the analysis.

Manufacturer narrative:
Failed battery test and an error in the motor was detected by reading unexpected value from hall sensor error alarm not found. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test.